Event description:
The customer stated that he was hospitalized for hypoglycemia with a blood glucose reading of 47 mg/dl. The customer stated that the hospital has taken him off of the insulin pump. Troubleshooting was performed and the insulin pump passed the displacement test. The customer was advised to speak to his doctor about other possible causes for the low blood glucose levels. Explained to the customer that the insulin pump passed the testing and was functioning properly. Advised to monitor the insulin pump and the blood glucose levels closely and call back if further assistance is required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.